Event description:
Glycaemia was 570 mg/dl [blood glucose increased] piston rod washer of the pen is not working, so no insulin is being delivered [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "piston rod washer of the pen is not working, so no insulin is being delivered" and "glycaemia was 570 mg/dl" both with an unspecified onset date, and concerned (B)(6) male pt who used novopen 4 (insulin delivery device) from unk start date due to type 1 diabetes mellitus. It was reported that, the piston rod washer of the pen was not working, so no insulin was being delivered. The pt used novorapid insulin, the pen was locked and the piston rod was not pushing insulin. Due to this, the pt was not getting insulin and experienced vomit and his glycaemia was 570 mg/dl. For this reason,the pt was hospitalized from (B)(6) 2015 to (B)(6) 2015. The reporter (pt's mother) reported that her son (the pt) reuses the same needle and keeps the needle attached to the pen after injection for the next injections. The pt only selects the dosage and injects the medication in an oblique angle, waits some seconds and then removes the needle from skin, but always keeping the needle attached for the next injection. The reporter did not know the brand dame of the needles used, but she knows that the needles have a white cap and she bought a box with many needles. The pt reused many times the same needle as the pt was too lazy to connect a new needle. Additionally, the reporter informed that she was not used to handle novopen 4, as she used to make application with novopen 3 and she and her son did not receive any orientation about how to handle the pen. Due to this, novo nordisk oriented the reporter about the correct handling of the device. The suspected pen was returned to novo nordisk for investigation. Action taken to novopen 4 was not reported. The overall outcome for the events was unk. Reporter comment: reporter's comment the sample was returned for eval.